Event description:
The patient reported blood glucose results of "106 mg/dl, 156 mg/dl and 111 mg/dl" with the lifescan meter, performed within 10 mintues of each other. The test strips and control solution were replaced.